Event description:
The rptr stated that rptr did back to back blood glucose tests, within 10 minutes. Rptr's results were 85 and 66 mg/dl. Rptr did not have any symptoms. A control test of 136 mg/dl was in range. The report noted that rptr had not cleaned rptr's test strip holder or meter. On follow up, the rptr stated that while rptr couldn't remember the numbers, the subject tests were two hrs apart, not within 10 minutes. Rptr had gotten er3, and after cleaning the battery contacts recently, hasn't had ER message again. No harm was alleged.